Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the promus premier us mr 2.75 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that a stent struts on distal rows 1-4 were pulled and stretched distally to cover part of the distal marker-band. The undamaged section crimped stent maximum outer diameter (od) was measured and is within the maximum crimped stent profile measurement. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft found a mid-shaft kink at 55 mm distal from the hypotube/mid-shaft bond. This type of damage is consistent with excessive force being applied on the delivery system. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jul-2018. A 2.75x38mm promus premier¿ stent was received with no reported issues. However, returned device analysis revealed distal stent damage.